Event description:
During a lap hysterectomy when thesurgeon was taking the probe in and out of the trocar the gasket was torn and fell into the patient. The gasket was retrieved and the case was completed with no paitent consequence. Device was discarded.